Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support if issues reappeared.